Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure one day prior, (patient age, gender and weight unknown). According to the complainant, after inserting the jagwire into cannula it was repeated to advance and withdraw a few times. The ptfe on the device was found to be peeling. The procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event. The patientâ's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual inspection of the returned device revealed a sliced and torn section of pebax coating, exposing the core wire. There are not anomalies noted with the wire that may have caused or contribute to the failure. The exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device; however, the most likely root cause of this event is that the distal tip coating detached by coming into contact with another device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.